Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that the insulin pump was not delivering insulin, however there was an absence of a no delivery alarm. Customer reported that her blood glucose levels went up to 200mg/dl and would not come down. No additional information was provided.